Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error message was displayed on the screen during device setup. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1104 "backup alarm failed" alarm error message was displayed on the screen during device setup. The remote service engineer (rse) recommended that the customer should replace the central processing unit (cpu) printed circuit board assembly (pcba) to correct the issue, advised the customer on reprogramming the replacement cpu pcba, and provided the customer with the part number of the replacement cpu pcba for repair. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that a 1104 "backup alarm failed" alarm error message was displayed on the screen during device setup. The remote service engineer (rse) recommended that the customer should replace the central processing unit (cpu) printed circuit board assembly (pcba) to correct the issue, advised the customer on reprogramming the replacement cpu pcba, and provided the customer with the part number of the replacement cpu pcba for repair. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
Per the good faith effort (gfe) response received on april 10, 2026, the option codes were successfully installed. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The customer needed to install teraterm software on a new laptop and wanted to know which version to use. The rse informed the customer to use version 4.79, which is listed on the philips in center website. The rse then advised the customer to use teraterm to reprogram the serial number of the ventilator and total operating hours to the replacement cpu pcba once the replacement cpu pcba was installed and provided the customer with the option codes. The customer ultimately installed the replacement cpu pcba and reprogrammed the tera term items. Further case information regarding option code installation and whether the device passed the required performance verification tests per philips standard and was returned to service is still pending.